Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having problems with the device and that they were not feeling it in one portion of their right leg. They were not sure if maybe one of the leads detached but the patient was having "shots like little jolts." During the call the consumer was assisted in turning stimulation down but the patient was still having the described pain so they turned stimulation off. The patient had a fall about a year ago but the problems with stimulation began on (B)(6) 2018 and the fall was not alleged to be associated with the stimulation problem. The consumer was redirected to the health care provider (hcp). It was noted that the unit controlled the lower part of the body and the consumer wanted to know if one could cover shoulders. No further complications were reported.